Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, unit had intermittent button response due to corroded express bolus button on keypad traces. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 194 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.